Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 cubie pockets b5, d1, e3, e1, a3, c5, d5, c1 and e5 were not detected on the bus. A field service engineer (fse) addressed a failure in drawer 3.2 on the main unit by reseating the bus and rowboard cables, running hardware test application diagnostics, and reseating connections on each rowboard. The trays were cleaned, and the pharmacist successfully logged in and inventoried the drawers, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were malfunctioned and not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.